Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned sample was completed. The lens was inspected at 10x microscope magnification. Visual inspection revealed a large cut in the optic and a missing haptic. Surface residue (fiber/particles) on the lens compatible with handling of the lens was found. Unacceptable scratches were not observed on the lens returned. The lens condition, large cut and missing haptic, were consistent with a lens that had been handled out of lens insert/case and was not manufacturing related. The complaint reported, scratches was not verified; however, a large cut was observed. A review of the manufacturing records was performed. The review of the materials/process manufacturing instructions in the change control system revealed that the product was manufactured as required. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported complaint. The lens met manufacturing specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure, there was patient contact and the lens was scratched. An anterior vitrectomy was required as there was an open capsule which needed repair. The follow up information provided that the reported scratch on the lens occurred during manipulation or removal of the lens. No patient injury was reported. No further information was provided.